Event description:
Allegedly, a study was published in the belgian orthopedic act on medial pivot total knee arthroplasty, in which there were 304 cases of which 12 had complications and 5 ended in revision surgery. Four of these revisions occurred due to an infection (incidents: 23120110, 23120111, 23120112, 23120113) and another one occurred due to a bilateral aseptic loosening which is captured under this incident. Left side.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.